Event description:
At 2:21 am his insulin pump gave an unintentional dose of 10 units due to a scrolling error that lead to 3 hours of nearly untreatable hypoglycemia with blood glucose levels below 40. Pump download for event is available.